Manufacturer narrative:
The device was returned for analysis. The reported material rupture and the reported device dislodged/dislocated were able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance/interaction with the mildly calcified, mildly torturous, and 90% stenosed anatomy resulted in the reported difficult to advance. Interaction with the mildly calcified, mildly torturous, and 90% stenosed anatomy resulted in compromising the balloon material such that during inflation resulted in the reported material rupture. During removal, interaction with the anatomy and/or other devices resulted in the reported stent dislodgement. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. The treatment(s) appear to be related to the operational context of the procedure as the stent was successfully dilated with an unspecified balloon, but it was unable to be placed at the target lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with mild calcification, mild tortuosity, and 90% stenosis in the distal circumflex artery. Pre-dilatation was difficult. An unspecified 2.0 mm balloon failed to cross the lesion due to anatomy; therefore, an unspecified 1.5 mm balloon was ultimately used. A 2.25 x 18 mm xience xpedition drug-eluting stent delivery system (sds) was advanced with a guideliner to the lesion; however, the balloon ruptured on inflation between 2 and 4 atmospheres. On removal, although no resistance was noted, the stent dislodged and remained in the proximal circumflex artery. The stent was successfully dilated with an unspecified balloon, but it was unable to be placed at the target lesion. There was no reported clinically significant delay in the procedure. No additional information was provided.